Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported to the that during an unknown procedure, the surgeon had issues with the ecs29a stapler. Reports that it is impossible to fire the device; ¿takes two people to fire¿. Surgery was delayed by 20 minutes. A new device was opened to complete the case. There were no patient consequences reported.